Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found the instrument failed manual articulation. The housing was removed and a loose grip cable was observed at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft or any other component that would have caused the loose cable. The vse instrument was found to have a dislodged input disk axis from the housing. As a result of a dislodged input disk axis #6 functional testing for motion related issues could not be performed. The vse instrument was found to have the retaining ring dislodged from its expected location. The retaining ring was found inside the housing. In addition, the vse instrument was found to have the dislodged bearing from the input disk. The dislodged retaining ring and dislodged bearing cause the input disk to be dislodged.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument no longer closed completely. The vse instrument could no longer be used. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed and no known impact or patient consequence was reported.